Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department, review of the activity log shows the multi-function cable was not properly shorted to the test port. While performing a self-test, the multi-function cable needs to be shorted in order to discharge energy. This is not an indication of a device malfunction. Therefore this claim is being closed as user error. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.